Manufacturer narrative:
The sponsor is attempting to obtain further information, including evaluation from the patient's eye care practitioner, and the complaint unit for evaluation purposes. Chemistry and microbiological (sterility) testing on a retained sample (controlled/non-released inventory), and batch record review, are in process at the manufacturing site.

Event description:
A male patient reported experiencing an "eye infection" after using complete moistureplus. According to patient report, an eye doctor diagnosed a corneal ulcer but did not take a culture. Reportedly the eye doctor did not know what caused the incident. Patient reportedly treated with two types of antibiotic eye drops, and eye gel, and an oral antibiotic (names of medications unknown). Patient recovered without sequelae.